Event description:
Per the clinic, the patient experienced no sound with the device and changes in impedance value. Open and short circuits were noted on multiple electrodes. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.